Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated, but the generator interface circuit board was replaced as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a control panel error. The system was reinitialized and the error was corrected. There was no adverse pt involvement reported. There was no pt info reported.